Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse reset the connections of the video receiver board and the display board. The machine was observed for more than one hour and was found to be working okay. The iabp was then handed over to the customer in good, working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during self test, the cs100 intra-aortic balloon pump (iabp) display was fluctuating (flickering). There was no patient involvement reported .